Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked from an unspecified location. The leak was discovered at the hospital drug storehouse before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 15, 2019 - march 16, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a marked area at the lower right edge of the bag and observed a tear in the same area. Additional magnified inspection was performed which verified the tear/hole in the lower right of the bag. A functional test was performed which revealed a leak at the affected area. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.